Manufacturer narrative:
A review of the lot number did not find any non-conformances or other complaints associated with the device. Testing of the returned samples confirmed all met specification. The issue could not be verified.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. The other speedicath catheter referenced in the case description was filed under MFR# 3006606901-2021-00002. Device has not been received.

Event description:
This case involves a female end user that had been using the speedicath catheters for about 5 days when she experienced pain in her side. She went to hospital where she was diagnosed with covid and sepsis and was admitted to the hospital on (B)(6) 2020. She was informed by the physician in the covid unit that the sepsis was caused by catheterization and was treated with antibiotics. The end user claims she had some challenges using the catheters but disposed of the catheters correctly. The end user was moved to the rehab ward on (B)(6) 2020. Following her discharge tests were performed and she now believes the sepsis is healed. She was told she may need to take antibiotics for the rest of her life. The end user has follow-up appointments with her primary care physician and urologist scheduled. No additional information was provided.